Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x24mm promus element stent was advanced to treat the lesion. However, the tip of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x24mm promus element stent was advanced to treat the lesion. However, the tip of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element, mr, ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was this is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.